Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of fever and abdominal pain. The patient was hospitalized for this event. The treatment was not reported. A break in aseptic technique was suspected but was unable to be confirmed, therefore; the cause of the peritonitis was unknown. The patient was discharged six days after admission. The patient recovered from this peritonitis event and had been retrained on aseptic technique. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot numbers h13g19075 and h13h23067 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).